Event description:
Surgery for detached retina went well I thought, dr. (B)(6) did not explain scaring meant blurry vision, forever, vision was not blurry beforehand. Vision impairment was affecting 1 eye, a dark semi circle left side of right eye. Referred me to dr (B)(6) for cataract surgery saying it would help, dr. (B)(6) performed surgery, last minute recommended a lens be placed, I was not able to research the lens, the side effects, or anything, I was on the operating table, phones sequestered. No communication, vision was worse, or at a minimum, the same blurry vision, no improvement. This is not what I was expecting and was a lot of pain and discomfort for a lot of money. Help.